Event description:
It was reported that the pump was experiencing not detecting cassette.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and scratches and cracks were found on lcd lens screen. The customer stated problem was duplicated. Upon attaching the cassette, there was a cassette not attached properly error alarm. Dso (downstream occlusion) sensor was not operating as intended and it was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.